Manufacturer narrative:
The customer returned one sample of disposable vertical microscissors. The tyvek foil of the sample has been removed i.e. The package was opened when the instrument was received by the manufacturer. The sample was functionally and visually inspected with the aid of a photomicroscope and with various magnifications. The customer's complaint was confirmed. The blades are not damaged but the scissors do not cut on the whole length. The device history record for two possible affected lots was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to the manufacturer's acceptance criteria. The root cause for the scissors not cutting cannot be determined. (B)(6).

Event description:
A surgeon reported that the vertical scissors would not cut the tissue. The scissors were exchanged and the case was completed. Patient impact is unknown. Additional information has been requested.